Event description:
Laser fiber tip broke of in patient during procedure right ureteroscopic laser lithotripsy. A new fiber obtained and procedure completed. Unable to see or find broken section. Surgeon documented that tip was flushed out. The xray was negative for foreign body.